Event description:
According to the reporter, during an open dp (distal pancreatectomy) procedure, at the time of pancreatic tail resection, the device stopped firing midway, and the device and the screen froze. It was noted that the screen was showing zone 2, the green light was blinking, and a beeping sound was ringing. The surgeon restarted that device by long pressing the green button which forcibly finished the firing. To resolve the issue, the surgeon used a new set of powered devices and created a new a new staple line.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#:n3k2201y); sigpshell, sig power sigpshell control shell (lot#:n3l2117y); sigphandle, sig power sigphandle handle (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.